Manufacturer narrative:
The 1mm ceramo rongeur is not marketed for use in the lumbar region of the spine.

Event description:
Surgeon using 1mm kerrison during lumbar disc procedure. Tip broke off and was recovered. [Note: 1mm kerrison is very delicate instrument which is not recommended for lumbar spine procedures].